Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro did not work. (Failed to deliver energy) a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 02/19/2020. An investigation was conducted on 03/18/2020. Signs of clinical use and evidence of blood was observed on the jaws. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it did produce visible steam during several activations over a period of 10 minutes but shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with the no failure observed. The tool handle was opened to evaluate the internal switch. The switch was examined under microscopic camera. No residue or contamination was seen on the switch. Based on the returned condition of the device and the evaluation results, the reported failure "failure to deliver energy¿ was not confirmed but was confirmed for the analyzed failure "material twisted/bent wire".

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro did not work. (Failed to deliver energy) a replacement device was used to complete the procedure. The hospital did not reportany patient effects.

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro did not work. (Failed to deliver energy) a replacement device was used to complete the procedure. The hospital did not reportany patient effects.